Event description:
During a procedure, bovie broke during use of cautery. Bovie tip was examined and all pieces appeared intact. Bovie tip was bent at the tip. A new bovie was opened and used. FDA safety report ID# (B)(4).